Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. Evidence indicates this was due to improper handling. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).

Event description:
It was reported that the attachment device would "not spin". It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  No injuries or medical intervention were reported.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.